Event description:
Unit was alarming "check disposable" and would not operate at the beginning of a procedure. Another unit was obtained to continue procedure. No patient injury or adverse event was reported.

Manufacturer narrative:
Evaluation summary: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.